Event description:
Additional information received from the health care provider (hcp) reported that the pump did have a pump memory error. She had been trying to increase the basal rate, and had to increase the demand rate in order to do so. It was noted that if she hadn't entered all the information into the pump, it could have been incorrect and the pump could have stayed in stopped mode. The cause of the stopped pump was most likely user error; thought maybe a step was missed when updating the pump, but she could not confirm the cause. The pump was updated correctly with help during the initial call. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for malignant pain, bone/pelvis/pelvic. The concomitant medications and patient history were not reported. It was reported that the hcp was updating the patient's pump and received a memory error message. When the hcp read the pump again, it showed that it was in stopped pump mode, but there was no actual pump memory error shown upon interrogation. The pump was off for approximately 15 minutes before she reprogrammed it and was successful the 2nd time, thus during the call the issue had been resolved. The drug, other medications, medical history, and the clinician programmer ((B)(4)) serial number remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this event will be updated.